Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer and issue was determined to be related to software. The reported failure was unable to be duplicated. Software issue believed to be resolved with 3.6.4/1.1.3.0 software release.